Manufacturer narrative:
Investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the customer was associated with the camera. The camera produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. A camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera. The patient side manipulator (psm) arm that the surgical staff was experiencing an instrument issue with was also evaluated by the fse. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The fse was unable to duplicate the reported issue. The fse then verified normal functionality of the psm with the customer. The camera was returned to the original equipment manufacturer (OEM) for evaluation. The OEM observed that the camera stage assembly had been damaged from mechanical shock, thus resulting in the vision issue experienced by the customer. As of january 5, 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s lung biopsy and exploratory surgical procedure, the surgeon experienced a double image issue at the console. An intuitive surgical technical support engineer (tse) attempted to troubleshoot the issue via telephone and requested that the endoscope be replaced, however, the issue was not resolved after replacement. The surgical staff was also having an issue with one of the system arms, where the jaws of the instrument installed on the arm were not opening and closing correctly. The site reseated the instrument sterile adapter, however, the issue remained. The tse requested that the surgeon re-drape the system arm, however, the surgeon declined. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.